Manufacturer narrative:
This report is filed on march 19, 2018.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2018. There are no plans to re-implant the patient with a new device as of the date of this report.